Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as the best estimate based on the reported period of occurrence which is summer 2023. Block h6: patient code e2330 captures the reportable event of coccyx pain.

Event description:
It was reported that an advantage system and a prolapse repair device were implanted. About a year after the procedure, the patient experienced sudden coccyx pain. The patient currently has tailbone pain while sitting. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2024-53151 for the advantage system sling and 2124215-2024-53766 for the prolapse repair mesh.